Event description:
It was reported that during a gastric sleeve procedure, they used linear stapler. The surgeon used the first reload ecr60g with no problems. Then he used two reloads ecr60d with no problems. But the fourth reload ecr60d used the staple line didn't form properly at the distal part approximately 2cm. The tissue bled a lot and the staples didn't close, the tissue was cut and stay opened. The surgeon used another reload to finish the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Stomach, body of stomach, near the fundus. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. If echelon, during which stroke did the event occur? Was the 4th reload, the surgeon complete the 4 strokes and opened the stapler with no problem. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Was fired to continue the staple line, sleeve. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. The analysis results showed that a cartridge reload was received. The reload was received in good visual condition and fully fired. No functional test could be performed due to the condition of the reloads. Event could not be confirmed as no device was returned for analysis. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process. In addition a surgical video was received and the reviewed by ees field quality engineer: the video did not present with any visual evidence that would indicate device misuse, device malfunction or reason for the open staple line complication. However, it should be noted that tissue density (its ability to be compressed) cannot be visualized as can the thickness of tissue. So, there may have been an interaction combining tissue thickness and tissue density that was not visible, that resulted in the complication.